Event description:
It was reported that a user treated a perceived low blood glucose with fast-acting carbohydrates, including juice and candy, which resulted in a rise from 89 mg/dl to 352 mg/dl while using the ilet system. The user then executed a ¿ghost¿ meal announcement and received education on the risks of overtreating hypoglycemia and appropriate correction practices. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevated glucose without hospitalization or alarms. Investigation included review of user-reported history and troubleshooting with education regarding carbohydrate treatment and meal announcements. Investigation of this case revealed user management error consistent with overtreatment of hypoglycemia and subsequent manual inputs that contributed to hyperglycemia; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and therapy management.

Manufacturer narrative:
Initial.